Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The reporter stated that he did meter to hcp meter comparison tests, about an hour apart. His meter result was 200 mg/dl, and the hcp meter (type unknown) result was 136 mg/dl. He did not have any symptoms. No control testing was done. Attempts to reach the reporter for follow-up info have not been successful.